Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the insulin pump had an unexpected restart alarm. The customer's blood glucose was 230mg/dl. The alarm did not occur shortly after inserting a new batter. The unexpected restart alarm is recurring during normal pump use. The customer was advised to monitor and call back if issues recur.

Manufacturer narrative:
Insulin pump passed displacement test and unexpected restart. No unexpected restart alarm noted.